Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized twice due to high blood glucose. Customer blood glucose reading at the time of hospitalization first time was 550 mg/dl. Second time was 570mg/dl. Customer stated that the insulin pump is not delivering insulin properly, nor does not get no delivery alarms if not delivering. Troubleshooting was performed, and the insulin pump appears to be programmed correctly. Nothing further was reported.